Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6), all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed architect sirolimus results for two patient samples. The following data was provided (package insert normal range: trough 4.5-14 ng/ml): sample ID (B)(6), initial result = <2.0, repeat = 5.7, repeat results on another architect = 5.7 sample ID (B)(6), initial result = <2.0, repeat = 5.5, repeat results on another architect = 5.5 no impact to patient management was reported.

Event description:
The customer observed falsely depressed architect sirolimus results for two patient samples. The following data was provided (package insert normal range: trough 4.5-14 ng/ml): sample ID (B)(6) initial result = <2.0, repeat = 5.7, repeat results on another architect = 5.7. Sample ID (B)(6) initial result = <2.0, repeat = 5.5, repeat results on another architect = 5.5. No impact to patient management was reported. Update: on (B)(6) 2024 the customer updated and corrected the results that were previously provided to the following: sample ID (B)(6) initial result = <2.0, repeat result on another architect ((B)(6)) = 5.7, repeat result on initial analyzer ((B)(6)) = <2.0. Sample ID (B)(6) initial result = <2.0, repeat result on another architect ((B)(6)) = 5.5, repeat result on initial analyzer ((B)(6)) = <2.0. On (B)(6) 2024 the customer reported another falsely depressed sirolimus result for a patient sample. The following data was provided: sample ID (B)(6) initial result = <2.0 ng/ml, repeat result on another architect ((B)(6) ) = 6.7 ng/ml.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Update: additional information provided on 26feb2024: new information added to b5, and new sample ID (B)(6) in addition to previous ones provided ((B)(6)) all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6) correction to section b5 - describe event or problem. Initial: the customer observed falsely depressed architect sirolimus results for two patient samples. The following data was provided (package insert normal range: trough 4.5-14 ng/ml): sample ID (B)(6) initial result = <2.0, repeat = 5.7, repeat results on another architect = 5.7 sample ID (B)(6) initial result = <2.0, repeat = 5.5, repeat results on another architect = 5.5 no impact to patient management was reported. Added: update: on (B)(6) 2024 the customer updated and corrected the results that were previously provided to the following: sample ID (B)(6) initial result = <2.0, repeat result on another architect ((B)(6)) = 5.7, repeat result on initial analyzer ((B)(6)) = <2.0. Sample ID (B)(6) initial result = <2.0, repeat result on another architect ((B)(6)) = 5.5, repeat result on initial analyzer ((B)(6)) = <2.0.

Event description:
The customer observed falsely depressed architect sirolimus results for two patient samples. The following data was provided (package insert normal range: trough 4.5-14 ng/ml): sample ID (B)(6) initial result = <2.0, repeat = 5.7, repeat results on another architect = 5.7. Sample ID (B)(6) initial result = <2.0, repeat = 5.5, repeat results on another architect = 5.5 . No impact to patient management was reported. Update: on (B)(6) 2024 the customer updated and corrected the results that were previously provided to the following: sample ID (B)(6) initial result = <2.0, repeat result on another architect ((B)(6)) = 5.7, repeat result on initial analyzer ((B)(6)) = <2.0. Sample ID (B)(6) initial result = <2.0, repeat result on another architect ((B)(6)) = 5.5, repeat result on initial analyzer ((B)(6)) = <2.0.

Manufacturer narrative:
Section d4 - primary UDI number: this section was corrected from (B)(4). Section h4 - device mfg date updated from blank to 5/4/2022. The field service representative (fsr) inspected the instrument and performed extensive troubleshooting including replacement of multiple parts but was unable to determine a single definitive likely cause of the result issues. Therefore, the architect i1000sr serial number (B)(6) was considered the likely cause. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. The current complaint is the only complaint related to falsely depressed sirolimus and tacrolimus results over the review period. A review of tracking and trending for the architect i1000sr did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i1000sr for serial number (B)(6), was identified.

Event description:
The customer observed falsely depressed architect sirolimus results for two patient samples. The following data was provided (package insert normal range: trough 4.5-14 ng/ml): sample ID (B)(6) initial result = <2.0, repeat = 5.7, repeat results on another architect = 5.7. Sample ID (B)(6) initial result = <2.0, repeat = 5.5, repeat results on another architect = 5.5. No impact to patient management was reported. Update: on (B)(6) 2024 the customer updated and corrected the results that were previously provided to the following: sample ID (B)(6) initial result = <2.0, repeat result on another architect (B)(6) = 5.7, repeat result on initial analyzer (B)(6) = <2.0. Sample ID (B)(6) initial result = <2.0, repeat result on another architect (B)(6) = 5.5, repeat result on initial analyzer (B)(6) = <2.0. On (B)(6) 2024 the customer reported another falsely depressed sirolimus result for a patient sample. The following data was provided: sample ID (B)(6) initial result = <2.0 ng/ml, repeat result on another architect (B)(6) = 6.7 ng/ml.